Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device seized, jammed and heavy moving. It was further determined that the device failed the following pre-tests: check for air leak, check triggers for forward I reverse mode, check for untrue running, check for excessive noise, check the power with test bench: min. 110 to 160 w and check starting behavior. It was reported in the service order that the device was triggered. This event did not occur during surgery but before use on a patient. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.